Event description:
The ventilator was connected to a patient in the volume support mode. The customer reports that the patient started to cough and then went apnic. The ventilator switched to prvc and then would not cycle. The nurse reports a burning smell and removed the ventialtor from the patient. There was no patient injury.